Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Tandem technical support confirmed that the contact did not deliver the bolus request with the incorrect values, and assisted the contact on programming a bolus with the correct values. The contact was able to successfully program and deliver the bolus request. The customer's blood glucose level was 229 mg/dl.